Manufacturer narrative:
The subject vac pac was returned to natus for evaluation. Upon initial inspection, beads were found coming out of the valve. The subject vac pac held vaccum for over 24 hours witth the valve cap on, however, the vac pac lost vacuum within 24 hours without the valve cap on. The possible cause of this leak is valve damage. The customer was provided information for storage, repair, testing and replacement, and the customer opted to replace their vac pac under warranty. Users are instructed to check the vac pac device before and after each use and not to use the device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device had a leak at the valve. The customer also reports using a hand pump and 5-in-1 adaptor to pull suction. There has been no report of death, injury or delay in treatment, and no patient involvement was reported. The vac pac device has been reported to have been purchased in (B)(6) 2017 and has been destroyed at the user facility.

Manufacturer narrative:
Section in the original report erroneously states that the "vac pac has been destroyed at the user facility." Section in the original report correctly states that the vac pac was returned to natus and examined.